Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 42*41mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, an unknown endoleak was detected on the final angiogram. Further angiography was then performed, showing a type iiib suture hole endoleak in the endurant limb which was additionally implanted on the ipsilateral side. A non-medtronic (excluder) limb was implanted inside the limb as treatment. The endoleak was then noted to have decreased, however still remained. The physician judged the remaining endoleak to be a type ii, and then decided to end the procedure. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.